Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain from essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("debiliating depression") and gastrointestinal disorder ("intestinal disease"). The patient was treated with surgery (total hysterectomy). At the time of the report, the pelvic pain, depression and gastrointestinal disorder outcome was unknown. The reporter considered depression, gastrointestinal disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: depression , pelvic pain, intestinal disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event : surgery total hysterectomy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain from essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("debiliating depression"), gastrointestinal disorder ("intestinal disease"), loss of libido ("no sex drive") and dyspareunia ("pain during and after sex"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, depression, gastrointestinal disorder, loss of libido and dyspareunia outcome was unknown. The reporter considered depression, dyspareunia, gastrointestinal disorder, loss of libido and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: depression , pelvic pain, intestinal disease, loss of libido and dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new events loss of libido and dyspareunia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('pain from essure/pain in ass') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), depression ("debilitating depression"), gastrointestinal disorder ("intestinal disease"), loss of libido ("no sex drive"), dyspareunia ("pain during and after sex") and tooth loss ("teeth loss"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device pain, depression, gastrointestinal disorder, loss of libido, dyspareunia and tooth loss outcome was unknown. The reporter considered depression, dyspareunia, gastrointestinal disorder, loss of libido, medical device pain and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: depression , pelvic pain, intestinal disease, loss of libido and dyspareunia, teeth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: teeth loss were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.